Manufacturer narrative:
Investigation results: our quality engineer inspected the 2 photos submitted for evaluation. The reported issue of component damage - leak was confirmed upon inspection of the photos. Analysis of the sample showed that port b of the bd component is damaged, appearing to be a crack. Bd determined that the cause of the failure was the medication used or exerting excessive force on the connections. A review of our risk management documentation was performed and indicates that the potential risk of the reported event was assessed appropriately. Production records were reviewed, and this batch meets our manufacturing specification requirements. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
No additional information.

Event description:
It was reported that bd connecta plus3 blue cracked during use, the screw thread on the tee connector cracked, causing leakage. One defective unit was identified. The defective product cannot be returned. Photographic evidence is available. No compensation is required. A complaint response letter is needed. A complaint receipt confirmation is required. A replacement of 100 units is requested.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.